Event description:
Reportedly "the tubing area proximal to the port ruptured when delivering dye with a power injector." This occurred during an unspecified radiologic procedure. The injection rate was 0.5 ml/second with a maximum pressure of 600 psi. The IV site was lost and the pt had a blood loss of approx 25 ml. A new IV site was established and the procedure was completed.